Event description:
It was reported that the locking ring on the screw disengaged upon insertion. The affected screw was replaced with a new one, with a 5 minute surgical delay. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Results: visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the definitive root cause of the event cannot be determined from the given information and without device evaluation. Potential root causes of the locking ring detachment may include: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that the locking ring on the screw disengaged upon insertion. The affected screw was replaced with a new one, with a 5 minute surgical delay. There are no reports of adverse health consequences to the patient.